Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and label damage. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly. Customer stated the metal piece detach to the cap, the volume was on the lowest volume and whenever it alarm it seems so loud. Customer hear beeps when audio volume settings were saved. Customer hear the differences between the two audio or sound beep volume. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.